Event description:
A malfunction alarm was reported with no notable events occurring prior to the malfunction, and it displayed a non-resettable malf 0 code. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. The customer reverted to multiple daily injections for insulin delivery and technical support arranged for a replacement pump to be sent. They provided instructions for putting the old pump into storage mode, details on returning the faulty pump, and steps to take upon receiving the replacement, all of which the customer understood and acknowledged.